Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely. Device was explanted and replaced by a new device. No adverse patient effects were reported.